Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a field representative that this right ventricular (rv) lead and device exhibited high out-of-range shock impedance measurements. The proximal coil of the rv lead was programmed off. The root cause of the high impedance measurements is unconfirmed at the time of this report, however it is suspected that the lead terminal pin may not have been fully inserted into the header. The clinic plans to continue to monitor this patient. No further action is planned. This device remains in service. No adverse patient effects were reported.